Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of the chattanooga sleep and tmj center that a silent nite 3d one piece appliance experienced broken sleep device parts. The patient was reported as a female with good oral hygiene. The appliance was delivered on 12/03/2025. The patient presented with the issue on 04/13/2026. No persistent pain or soreness of the temporomandibular joint was reported. The patient did not discontinue use of the device. The patient followed the cleaning and storage directions per the device instructions for use. No permanent injury or additional medical or surgical intervention was reported. The appliance was replaced.